Event description:
Follow up information received that the culture came back negative so the physician stopped antibiotics. Since then, the pain at the ipg site has resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The physician took an x-ray but the system appears to be normal. The patient also had bloodwork taken, but that also returned normal. The patient plans to undergo surgical intervention.

Event description:
Follow up information received that the system was explanted on (B)(6) 2019. It was also reported that the ipg site was infected.